Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) on this pacemaker and right ventricular (rv) lead was triggered. In a review of the weekly pacing impedance measurements there had been an increase from 360 to 820 ohms. A boston scientific technical services consultant discussed that one daily measurement greater than 2,5000 ohms could result in a weekly average to be 820 ohms. However, it appeared that the increase in impedances either occurred on the day of the system implant or one day post implant when there also was a lead revision procedure performed due to high pacing threshold measurements. The most recent pacing impedance measurement was 500 ohms. There were also stored episodes with noise reported on both the right atrial (ra) lead and rv channels. The cause of the noise was thought to have been due to the leads being programmed unipolar. Intrinsic amplitudes were within normal limits. The lss was reset and both lead were currently programmed to bipolar. The patient planned to be seen in approximately one month for follow-up. No adverse patient effects were reported.